Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value. (B)(4). Note: manufacturer contacted customer on 3/5/2017 in a follow-up call in order to ensure the customer's condition since the initial call; the customer's condition had improved and he did not currently have any diabetic symptoms. No medical attention was reported since the last call.

Event description:
Consumer reported complaint for hi blood glucose test results. Mother is calling on behalf of the customer, her son who is blind. The customer is concerned with tests results from results obtained of hi. Mother had called initially due to obtaining e-5 error: test strip error. The e-5 error occurred after the blood was applied to the test strip. During the call on (B)(6) 2017, a blood test was performed by the customer non-fasting and produced test result of hi using truemetrix meter. During the call on (B)(6) 2017, mother reported her son was very thirsty. Customer was advised to seek medical attention; mother stated her son was taking his novalog and lantus and that she will wait and see if that will bring his blood sugar down. The customer's expected fasting/non-fasting blood glucose test result range was undisclosed. Mother stated she had called on (B)(6) 2017 due to customer's low blood sugar results; customer was being sent a new true metrix meter. Mother stated that distributor had sent this truemetrix meter and that she had never started to use it. Mother stated since her son is blind, he cannot use this meter by himself since he tests five-eight times a day. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history.